Event description:
Information received from the healthcare provider for a clinical study reported the patient had wound pain during follow-up visits "the other day." Reddening and a collection of pus were found at the wound area and it was determined as symptom of infection. Drainage of the pus was performed and symptom of infection improved, but the new implant was touching the skin. It was noted that the patient continued to move a lot at work. Drainage of pus and antibiotic administration was conducted as well as turning off the stimulation. If there was still an effect in the condition that stimulation was turned off, removal of the implant would be considered. The patient was alive with injury as the event had not resolved. Incomplete suture was initially reported but updated to wound dehiscence which was considered to be due to body motion. A non-serious and unrecovered wound infection was noticed on (B)(6) 2016. Because of wound dehiscence, device insertion area and the previous wound area touched frequently after replacing the generator, causing redness and pain on the area. The previous wound area was incised and drainage was confirmed, and it was determined as wound infection. The implant was turned off at the time of the report. See related manufacturing report 3004209178-2016-03097.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received clarified that pus drainage was observed upon opening the previous wound in (B)(6) 2016; thought to be a malfunction due to physical movement. Antibiotics were administered and infection symptoms improved, but due to the stimulator contacting the skin it is possible that the stimulator will become exposed again. On (B)(6) 2016, the ins system was explanted today as the patient requested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.